Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(6).

Event description:
It was reported to philips that the device has damaged parts found during product maintenance. There was no reported patient involvement.

Manufacturer narrative:
The therapy pca and processor pca were replaced to resolve the reported symptom.